Event description:
The patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. About 1 year after the primary surgery, the surgeon revised the cup, head, liner, and screw. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 august 2022: lot 2010277: (B)(4) items manufactured and released on 01-mar-2021. Expiration date: 2025-dec-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.